Event description:
Catheter upon insertion was hard to remove and appeared twisted when removed.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reya0319 showed no other similar product complaint(s) from this lot number.